Event description:
2/05. The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case has failed functional testing due to the control solution test was reading out of range.